Event description:
The doctor had a complication associated with the use of gynecare intergel. The surgeon stated that "the patient was undergoing a laparoscopic assessment for a complex mass. Because of adhesions, the surgeon converted to an open procedure. The mass was benign. The surgeon ran the bowel and inspected each area of serotomy under pressure. There were no leaks and nothing required suturing. The surgeon also used 2 bottles with pt. About 4 days post-op pt had crepitance under their incision and was re-explored. Pt had significant small bowel adhesions and dilated proximal bowel. One of the serotomy sites was now leaking under the proximal pressure."